Event description:
During coronary artery procedure (pci),the transit microcatheter (mc) was used to support the guidewire (gw) and cross the lesion. There was no info available regarding the lesion characteristics. While advancing the gw over the mc resistance was felt in the middle of the shaft and the gw got stuck inside the mc. Continuous flush was maintained within the mc. There was no adverse effect to the pt. There is no info how the procedure was finished after this event.